Event description:
Per summons: there was an unsuccessful PICC attempt on pt, a (B)(6) pt who is chronically ill. The progress note documents that the pt received a PICC line but could not advance it past the axillary vein. This failed attempt was caused by a thrombosis from previous PICC.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.